Event description:
Subsequent to the initial medwatch additional information received: attempted femoral arteriotomy closure followed a diagnostic procedure. Reportedly, difficulty was encountered while depressing the plunger (click 2) and clip deployment was not achieved. The device was pulled out of the anatomy. Hemostasis was achieved by applying manual compression. There was no reported adverse patient sequela. Though requested, additional information was not provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was provided. Review of the device history record is forthcoming. A follow-up will be submitted with all relevant information.

Event description:
It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of an unspecified vessel after an unspecified procedure. Reportedly, after deployment, the device could not be removed from the anatomy. The method used to achieved hemostasis was not reported. There was no reported adverse patient sequela. Though requested, additional information was not provided.

Manufacturer narrative:
(B)(4). A review of the device history record did not produce any findings relevant to this report.

Manufacturer narrative:
(B)(4). Correction: the date on the supplemental report (MFR report# 2953144-2010-03359) was inadvertently entered as (B)(6) 2010. The correct date is (B)(6) 2011.